Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 10 reported devices were received for evaluation; event was confirmed during testing on 6 devices. Evaluation found worn components or degraded lubrication upon disassembly of 9 of the devices. 4 devices were operating within specifications; the events were not confirmed on these 4 devices. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, in which the device overheated. There was 1 event with no patient involvement; no patient impact. There were 7 events with patient involvement; no patient impact. There were 2 events with unknown patient involvement; unknown patient impact.